Event description:
It was reported that during a routine follow up, high impedance was observed. There were several vf episodes caused by oversensing/noise. Patient received two inappropriate shocks. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.